Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc). It was also reported that atrial pacing activities were seen on the shock channel. This lead has dislodged. An invasive procedure was performed and this lead was explanted and successfully replaced. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updates upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.